Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege pain, injury, and elevated metal ion levels. Update: 10/7/15 - litigation alleges patient suffers from discomfort. There is no new additional information that would affect the investigation. Update ad 6 jun 2022: (B)(4) has been reopened under (B)(4) due to the receipt of asr litigation record. Patient alleges emotional distress, disability, disfigurement, and economic damages. Added patient's dob, lawyer, and law firm. Added surgeon and revision hospital. Doi: (B)(6) 2006; dor: (B)(6) 2021; (right hip).